Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer felt resistance during the load sequence. However, customer was able to load the cartridge with insulin. Customer's blood glucose was within range value not provided.